Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a810 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an external device to an implantable pump infusing unknown morphine and bupivacaine for spinal pain indications. It was reported that a concentration change was made but the pump was not updated and there was no bridge bolus done. The healthcare provider (hcp) requested assistance with calculation. The new concentration is 5mg / ml, the dose was 1.5235, and the catheter volume is .244 ml. The hcp stated patient was seen yesterday at 5pm. The manufacturer's technical services specialist (tss) calculated remaining time left of bridge bolus. The hcp entered the information in tablet and confirmed 13 hours 52 minutes was left for the bridge bolus.